Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced large claw, barrel clamp, tube drive, wiper seal, sleeve drive, front cover, rear case, iui bracket, rt iui and lower housing, plunger gripper recall completed. Performed calibration. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the claw. Device history review: a review of the device history record for sn (B)(4) was performed from 11/20/2013 to 12/14/2020 and note that this device has been returned for service one time which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board also, there were no production failures indicated on the source device.

Event description:
The customer reported broken plunger. There was no patient involvement reported.